Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: fallopian tubes / migration of essure coils into fallopian tubes"), the second episode of abdominal pain ("abdominal pain / non-menstrual cramping"), uterine haemorrhage ("abnormal uterine bleeding") and intervertebral disc operation ("back surgery on l4 disc") in a 30-year-old female patient who had essure (batch no. A64636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included alcohol use. Previously administered products included for birth control: mirena from 2011 to 2013. Concurrent conditions included dysuria, acute sinusitis, insomnia, upper respiratory infection, abscess, vulvovaginal mycotic infection, anxiety, lumbar spinal stenosis, weakness, cigarette smoker, obesity, leg pain, vitamin b12 deficiency, back muscle spasms, premenopause, irregular periods, insomnia and hyperglycemia. Concomitant products included amisulpride (amitrex), lamotrigine (lamictal), sertraline (zoloft) and valproate semisodium (depakote). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual bleeding / menorrhagia / abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/continues to experience pain during intercourse / dyspareunia (painful sexual intercourse)"), back pain ("severe back pain/continues to experience severe back pain requiring medication"), migraine ("migraines"), alopecia ("hair loss"), fatigue ("fatigue / fatigue"), tooth disorder ("dental issues / dental problems"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), urinary tract infection ("urinary tract infection") and the first episode of abdominal pain ("abdominal pain"). In 2015, the patient underwent intervertebral disc operation (seriousness criterion medically significant) and amnesia ("memory loss"). In 2015, the patient experienced intervertebral disc operation (seriousness criterion medically significant) and amnesia ("memory loss"). On (B)(6) 2016, 2 years 10 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), memory impairment ("memory problems"), the first episode of vision blurred ("blurry vision"), pelvic pain ("pelvic pain"), menstrual disorder ("menstrual periods had been terrible"), depression ("depression"), the second episode of vision blurred ("blurry vision") and fear ("scared"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, intervertebral disc operation, menorrhagia, dyspareunia, back pain, alopecia, fatigue, tooth disorder, dysmenorrhoea, vaginal haemorrhage, headache, urinary tract infection, amnesia, depression and the last episode of vision blurred had not resolved and the last episode of abdominal pain, uterine haemorrhage, memory impairment, migraine, pelvic pain, menstrual disorder and fear outcome was unknown. The reporter considered alopecia, amnesia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fear, headache, intervertebral disc operation, memory impairment, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, the first episode of abdominal pain, the first episode of vision blurred, the second episode of abdominal pain and the second episode of vision blurred to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were reported via social media fatigue, depression, back pain, headache, menorrhagia, abnormal uterine bleeding, dysmenorrhea, pelvic pain, scared. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This is a spontaneous case report received on 03-may-2016 from a lawyer/attorney in the united states, on behalf of a female plaintiff/consumer of unspecified age in united states. It refers to the plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Information received states that on or about (B)(6) 2013, plaintiff contacted physician to discuss her birth control options. She relied on the benefits and risks as relayed by her physician in reaching her decision to have the essure procedure over other methods of birth control. On (B)(6) 2013, plaintiff underwent the essure procedure. Shortly after implant of the device, she began to experience abdominal pain, heavy menstrual bleeding, non-menstrual cramping, memory problems, severe back pain, pain during intercourse, migraines, hair loss, fatigue, blurry vision, and dental issues. As a result of these symptoms, plaintiff sought treatment on several occasions with her healthcare providers. On (B)(6) 2016, she presented to obstetrician/gynecologist for a pap smear and evaluation of abnormal uterine bleeding, menorrhagia, dysmenorrhea, and pelvic pain. She stated her symptoms had been worse over the last two years and that, ever since she had the essure, her menstrual periods had been terrible. On (B)(6) 2016, she underwent a pelvic ultrasound with saline injection salpingogram and endometrial biopsy (no results were provided). On (B)(6) 2016, she saw physician and underwent a total laparoscopic hysterectomy and bilateral salpingectomy. Plaintiff continues to experience severe back pain (requiring medication) and pain during intercourse. On or about (B)(6) 2015 plaintiff first made the connection that her symptoms may have been caused by essure. Follow-up received on 19-may-2016: quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed abdominal pain / non-menstrual cramping and abnormal uterine bleeding. She was submitted to a hysterectomy with bilateral salpingectomy approximately 3 years after essure placement. These events are listed according to essure's reference safety information. During essure micro-insert therapy, abnormal genital bleeding and abdominal pain may occur. In this particular case, the events started after essure insertion and no alternative explanation was given. Considering events' nature and essure safety profile; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: fallopian tubes / migration of essure coils into fallopian tubes"), the second episode of abdominal pain ("abdominal pain / non-menstrual cramping"), uterine haemorrhage ("abnormal uterine bleeding") and spinal operation ("back surgery on l4 disc") in a 30-year-old female patient who had essure (batch no. A64636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from 2011 to 2013. Concomitant products included amisulpride (amitrex), lamotrigine (lamictal), sertraline (zoloft) and valproate semisodium (depakote). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual bleeding / menorrhagia / abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/continues to experience pain during intercourse / dyspareunia (painful sexual intercourse)"), back pain ("severe back pain/continues to experience severe back pain requiring medication"), migraine ("migraines"), alopecia ("hair loss"), fatigue ("fatigue / fatigue"), tooth disorder ("dental issues / dental problems"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache, urinary tract infection and the first episode of abdominal pain ("abdominal pain"). In 2015, the patient underwent spinal operation (seriousness criterion medically significant) and amnesia ("memory loss"). In 2015, the patient experienced spinal operation (seriousness criterion medically significant) and amnesia ("memory loss"). On (B)(6) 2016, 2 years 10 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), memory impairment ("memory problems"), the first episode of vision blurred ("blurry vision"), pelvic pain ("pelvic pain"), menstrual disorder ("menstrual periods had been terrible"), depression ("depression") and the second episode of vision blurred ("blurry vision"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, spinal operation, menorrhagia, dyspareunia, back pain, alopecia, fatigue, tooth disorder, dysmenorrhoea, vaginal haemorrhage, headache, urinary tract infection, amnesia, depression and the last episode of vision blurred had not resolved and the last episode of abdominal pain, uterine haemorrhage, memory impairment, migraine, pelvic pain and menstrual disorder outcome was unknown. The reporter considered alopecia, amnesia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, memory impairment, menorrhagia, menstrual disorder, migraine, pelvic pain, spinal operation, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, the first episode of abdominal pain, the first episode of vision blurred, the second episode of abdominal pain and the second episode of vision blurred to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added: "abnormal bleeding (vaginal), migration of essure device location of device: fallopian, headaches, urinary tract infection, memory loss, depression, back surgery on l4 disc, blurry vision, abdominal pain". Reporter, lot number added from pfs. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: fallopian tubes / migration of essure coils into fallopian tubes"), the second episode of abdominal pain ("abdominal pain / non-menstrual cramping"), uterine haemorrhage ("abnormal uterine bleeding") and intervertebral disc operation ("back surgery on l4 disc") in a 30-year-old female patient who had essure (batch no. A64636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included alcohol use. Previously administered products included for birth control: mirena from 2011 to 2013. Concurrent conditions included dysuria, acute sinusitis, insomnia, upper respiratory infection, abscess, vulvovaginal mycotic infection, anxiety, lumbar spinal stenosis, weakness, cigarette smoker, obesity, leg pain, vitamin b12 deficiency, back muscle spasms, premenopause, irregular periods, insomnia and hyperglycemia. Concomitant products included amisulpride (amitrex), lamotrigine (lamictal), sertraline (zoloft) and valproate semisodium (depakote). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual bleeding / menorrhagia / abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/continues to experience pain during intercourse / dyspareunia (painful sexual intercourse)"), back pain ("severe back pain/continues to experience severe back pain requiring medication"), migraine ("migraines"), alopecia ("hair loss"), fatigue ("fatigue / fatigue"), tooth disorder ("dental issues / dental problems"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), urinary tract infection ("urinary tract infection") and the first episode of abdominal pain ("abdominal pain"). In 2015, the patient underwent intervertebral disc operation (seriousness criterion medically significant) and amnesia ("memory loss"). In 2015, the patient experienced intervertebral disc operation (seriousness criterion medically significant) and amnesia ("memory loss"). On (B)(6) 2016, 2 years 10 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), memory impairment ("memory problems"), the first episode of vision blurred ("blurry vision"), pelvic pain ("pelvic pain"), menstrual disorder ("menstrual periods had been terrible"), depression ("depression"), the second episode of vision blurred ("blurry vision") and fear ("scared"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, intervertebral disc operation, menorrhagia, dyspareunia, back pain, alopecia, fatigue, tooth disorder, dysmenorrhoea, vaginal haemorrhage, headache, urinary tract infection, amnesia, depression and the last episode of vision blurred had not resolved and the last episode of abdominal pain, uterine haemorrhage, memory impairment, migraine, pelvic pain, menstrual disorder and fear outcome was unknown. The reporter considered alopecia, amnesia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fear, headache, intervertebral disc operation, memory impairment, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, the first episode of abdominal pain, the first episode of vision blurred, the second episode of abdominal pain and the second episode of vision blurred to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media fatigue, depression, back pain, headache, menorrhagia, abnormal uterine bleeding, dysmenorrhea, pelvic pain, scared. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media received. Events scared were added. Reporters information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.